Event description:
Customer reported in april 2004, commparison tests were performed on the freestyle meter. The first result was 132 mg/dl. The customer did not feel well so another test was taken. The second result was 412 mg/dl. Customer was self treated with the appropriate amount of insulin for the second result. The next day, customer was running a temperature and took their antibiotic treatment. Three hours later, customer ate cereal with milk and vomited immediately afterward. Later in the day a test result of 110 mg/dl was received, but the customer was still displaying symptoms of hyperglycemia. Because the customer was feeling weak and had a fever, customer thought of having smptoms of hypoglycemia and customer treated themselves with a soft drink. At 5:57 pm a reading of 190 mg/dl was taken, but the customer was experiencing extreme thirst and still vomiting after drinking water. Customer's family member took customer to the physician who called the ambulance for transport to the hosp. Treatment for hyperglycemia was administered. Much after being released from the hosp, the customer reported performing more comparison tests with the freestyle meter. The results were 500 (hands dirty from sweets), 46 (hands washed, but not completely dry), and 132 mg/dl. The reported freestyle comparison results taken in 4/04 and about two weeks later differ by more than 20% and meet the MFR's definition of a malfunction.